Event description:
It was reported that the implantable cardiac monitor could not get telemetry. Three different programmers and rf heads were attempted and the device finally interrogated after over ten minutes of holding the rf head over the device. The device remains in use and will continue to be monitored. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the actual product was not returned for analysis. However, performance data was collected from the device and was analyzed. Analysis of the device memory was performed and no anomalies were found. (B)(4).